Manufacturer narrative:
(B)(4).

Event description:
The patient developed an inflammatory mass. An MRI was taken and confirmed a granuloma. She also stated that for the past for 4 months her legs had "gotten progressively worse, like there's a disconnect." She "can't seem to have control" over her legs when she initially stood up from a sitting position. The patient also reported that her catheter broke and was revised. It is believed that this event was previously reported in manufacturer's report # 3007566237-2009-09247. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.